Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 900 mg/dl and vomiting. The customer stated that her blood glucose levels were fine while she was in the hospital, but as soon as she was put back on the insulin pump, her blood glucose levels dropped to 40 mg/dl. Troubleshooting was performed and found that the insulin pump shut off without warning. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.